Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to the procedure, the right ventricular (rv) lead was found to have exhibited sensing issues. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.